Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met specification.

Event description:
It was reported to boston scientific on 01/26/2007 from a user medwatch via the FDA, that a pt had a multi-sidehole drainage catheter placed in a right intra-abdominal abscess in 2006. Four days later, the pt was transferred to CT for a nonfunctioning catheter. Upon removal of the catheter, it was noted that the catheter had fractured within the subcutaneous tissue with the distal end remaining within the abscess cavity. The pt was transferred to the angiography suite for further catheter placement and foreign body removal. This procedure was unsuccessful and the pt was referred to surgery. The pt underwent successful surgical removal of the fractured catheter with no pt injury or complications.